Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect front panel component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect front panel component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported during setup for use, this ventilator device touch screen display is unresponsive to touch commands. Additionally, the customer stated they observed a liquid ingress on the display screen. The customer also stated no patient involvement with this event.